Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, initial inratio: 1.9 (left hand), repeat inratio: 2.2 (right hand). Test performed few minutes later. Patient's therapeutic range: 2.0-3.0. Patient has a history of inr jumping around; patient has not been successful in consistently staying within therapeutic range.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Observations per issue, customer has thyroid disorder. Patient current health status may lead to unexpected inr result or testing error. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 1.9, 2nd inr: 2.2, mean: 2.05, sd: 0.21, %cv: 10.35. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Patient's condition may have contributed to unexpected inr results. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. For this conclusion, retained strip test record has been reviewed. Four out of total 4 test result comparison has met product performance criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.